Event description:
It was reported that the device disarms with the hands free (pads) cable. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.